Manufacturer narrative:
The console was field service at the user's facility. During the console power on self-test, a red screen appeared, indicating that the energy had attenuated to 60w. Then, during inspection it was found that the fourth relay mirror was damaged. The relay mirror was replaced, and the laser alignment was adjusted. After replacing the relay mirror the issue was resolved, as result, the console was within specification and functioning as intended. Therefore, the reported event was confirmed.

Event description:
It was reported that during preparation for procedure the console displayed a red screen. The console was restarted but the issue persisted. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that during preparation for procedure the console displayed a red screen. The console was restarted but the issue persisted. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.